Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. The customer was unable to verify whether the cartridge had been removed while pumping. The cartridge was reloaded resolving the alarm. The customer's blood glucose level was 180 mg/dl.